Manufacturer narrative:
Concomitant medical products: product ID 978a128 lot# va2dfdv serial# implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978a128, serial/lot #: va2dfdv, ubd: (B)(6) 2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was the patient recently has had no success with charging. Their neurostimulator went dead "about 3 weeks ago," and since then they haven't been able to charge. They'd get different responses on the handset and that the recharger would connect momentarily but then it would lose the connection and go back to searching. They would also see the 1707 service code. Best recharging practices were reviewed with the patient and when they began to charge their implant it connected and then lost connection almost instantly. The patient received a 1707 service code again. The patient was asked to palpate their skin to feel where the neurostimulator was and while the patient located their incision they moved the recharger to different locations around the incision but was never able to feel where their implant was and continued to receive a 1707 service code. The patient was told to make sure they weren't near any metal. The patient was asked if they experienced any trauma or falls and they reported that at their one year check-up their managing health care provider (hcp) told the patient "it moved a little." The patient thought it was "just the wires" in their pelvic area that moved. They never did fall or experience a trauma and the only thing that happened of note was that one day in "probably the fall" (confirmed it was in 2021) they were kneeling down/bending over and they experienced a "little bit of a shock." The patient was redirected to follow up with their hcp to work with them to locate the neurostimulator to see if that resolved their recharging issue. It was also noted that due to the internal components being confirmed to have shifted, to also have the implanted system checked to see if any further movement had taken place. The patient was going to reach out to their managing hcp. The issue was not resolved through troubleshooting.